Manufacturer narrative:
B5 and h6 were updated.

Event description:
The legal guardian (lg) reported that that patient was wearing the pod on the leg for between 1 and 4 hours when blood glucose rose to 21 mmol/l (378 mg/dl) and ketones increased to 3.9. Patient developed symptoms consistent with diabetic ketoacidosis, including nausea and vomiting, and was taken to the hospital's emergency department on (B)(6) 2026. The patient received intravenous fluids, potassium and insulin, remained under hospital observation for approximately seven hours and was discharged the following morning with a new pod placed. Lg reported that the affected pod in use before hospital evaluation was removed for x-ray imaging. Additional information was received on (B)(6) 2026. The patient was confirmed to have a diagnosis of diabetic ketoacidosis (dka). Additional symptoms that required an emergency department visit included headache and chest pain.

Event description:
The legal guardian (lg) reported that that patient was wearing the pod on the leg for between 1 and 4 hours when blood glucose rose to 21mmol/l (378 mg/dl) and ketones increased to 3.9. Patient developed symptoms consistent with diabetic ketoacidosis, including nausea and vomiting, and was taken to the hospital's emergency department on (B)(6) 2026. The patient received intravenous fluids, potassium and insulin, remained under hospital observation for approximately seven hours and was discharged the following morning with a new pod placed. Lg reported that the affected pod in use before hospital evaluation was removed for x-ray imaging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.